Manufacturer narrative:
The investigation determined that a non-reproducible discordant reactive vitros sars cov 2 antigen (cv2ag) result was obtained a single patient sample when tested using vitros cv2ag lot 0014 on a vitros 5600 integrated system. The result was considered discordant as ortho has assumed that the patient had a negative pcr result and the sample was deemed a non-reactive sample by the customer. Additionally, non-reactive vitros cv2ag results were obtained when the sample from patient 1 was retested. A definitive cause of the discordant false reactive vitros cv2ag result was not determined. A vitros cv2ag lot 0014 reagent issue is not a likely contributor to the event, as qc results on the date of the event were within acceptable guidelines. Additionally, ongoing tracking and trending of complaint data has not identified any signals to suggest there is a systemic quality issue with vitros cv2ag lot 0014. An instrument issue cannot be completely ruled out as a contributor to the event, as a diagnostic precision test to verify instrument performance was not completed with sufficient replicates. Upon repeat testing, expected (non-reactive) vitros cv2ag results were obtained for the patient. An instrument issue cannot be attributed nor ruled out as a contributor to the event. No information was provided regarding the handling of the nasopharyngeal patient sample from the patient, therefore a patient sample handling issue cannot be ruled out as a contributor to the event. A definitive assignable cause for the event could not be determined. (B)(4).

Event description:
A customer reported a non-reproducible discordant reactive vitros sars cov 2 antigen (cv2ag) result was obtained from a single patient sample when tested using vitros cv2ag lot 0014 on a vitros 5600 integrated system. The result was considered discordant as ortho has assumed that the patient had a negative pcr result and the sample was deemed a non-reactive sample by the customer. Additionally, non-reactive vitros cv2ag results were obtained when the sample from patient 1 was retested. Vitros cv2ag = reactive (1.28 s/c) versus expected non-reactive. Biased results of the magnitude and direction observed may lead to inappropriate physician action if they were to occur undetected. The false reactive vitros cv2ag result was not reported from the laboratory to a physician. Patient management was not influenced based on the vitros result and there was no allegation of actual patient harm as a result of this event. This report corresponds to ortho clinical diagnostics inc (ortho). Complaint number (B)(4).